Event description:
It was reported that the patients leads had high impedances and migration was confirmed through an x ray. The ipg site also looked infected as redness, swelling, acnes, and sores were noted. The patient underwent a revision procedure wherein the leads were replaced.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear lead. Upn: (B)(4). Model: sc-2218-70. Serial: (B)(4). Batch: 5054102.

Event description:
It was reported that the patients leads had high impedances and migration was confirmed through an x ray. The ipg site also looked infected as redness, swelling, acnes, and sores were noted. The patient underwent a revision procedure wherein the leads were replaced. Additional information was received that the patient was doing well postoperatively. There were no device malfunction suspected thus explanted leads will not be returned.